Manufacturer narrative:
While troubleshooting with bci hotline, it was discovered that the reagent pack was misloaded and there was no reagent pack present in the designated slot on the reagent storage carousel. Bci customer technical support (cts) gave the customer instructions for removing the mis-loaded pack and verifying the onboard reagent inventory. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no value ind* flagged troponin (accutni) results generated by access 2 immunoassay system for qc and several patients. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. *ind = indeterminate. The result is at the low end of the analyte concentration curve.